Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). No further actions have been taken at the time of the report. The rep spoke with the hcp who stated they were not changing the dose for the patient.

Manufacturer narrative:
Other relevant devices include: product ID a810 lot/serial# unknown implanted: n/a explanted: n/a product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported the patient had not been getting adequate therapy since (B)(6) 2017. Therefore, a roller study of the pump was performed on (B)(6) 2019. The rep reported the first time they did the roller study (0.01 ml over 1 min), they were able to update the pump successfully however they did not see any movement of the rollers. The caller confirmed the roller study was done correctly. The rep reported that according to the logs they only saw 8 steps with the update. The rep reported they programmed another roller study and this time they saw movement and saw 9 steps, since it was noted they typically will see 9 steps since the patient also has a personal therapy manager (ptm). It was reported the 9th step was missing with the update in the logs. The rep confirmed there were no anomalies with the pump logs, other than the information provided. The rep planned to follow-up with the healthcare provider. It was reviewed further investigation would be done before there is a confirmed answer to the 8 steps versus the 9 steps. It was indicated the rep would send the pump logs. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The event was first reported to the rep and was observed by the managing doctor during the dye study. The rep was present at the study and confirmed that the rotors did not appear to rotate upon delivery of rotor bolus. Therefore, a second bolus was delivered and then the rotors appeared to rotate normally. No other troubleshooting has been done. No further action has been taken at this time regarding the differences in number of steps (8 vs 9). It was indicated there was no good explanation at the moment for the difference in number of steps.